Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual contacted support after changing infusion supplies and subsequently receiving an insulin occlusion alert. The individual was instructed to disconnect from the infusion site and attempt a fill tubing step; however, an alert indicating the process was unable to proceed was displayed. The individual reported no visible issues with the infusion site or connector. Guidance was provided to perform a complete supply change, which was completed without difficulty. The individual was advised to contact support again if the occlusion alert recurred. Blood glucose levels were reported as not impacted. The individual was using a 23-inch, 6 mm inset infusion set. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.